Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two months later, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient began treatment with fortum ip and reflin ip injections (1gm, once a day) for peritonitis. The outcome of the peritonitis is unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.